Event description:
While the cypher was being delivered to the target lesion, there was no resistance. However, when cag was conducted, the physician found the stent to be misaligned to the proximal end over the proximal marker. Therefore, the unit was removed from the patient and a different cypher (same size) was implanted instead.